Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, nozzle clogging, light guide dirty, light guide bundle damage, air/water channel clogged, angulation out of standard, mouthpiece deformed, and suction cylinder discolored were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera ii colonovideoscope air insufflation is not working properly. During a standard service inspection of the customer returned device, nozzle clogged with foreign material. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the air water nozzle but the specific material could not be identified. The nozzle was not reported to have been deformed or broken. Additionally, there were no reported deviations from the instructions for use (IFU). The user reprocessed the device in accordance with the IFU, used an air water channel cleaning adapter when feeding air/water, and performed pre-cleaning immediately after the device was used for procedure. In addition, the following non-reportable malfunctions were found during the device evaluation; universal cord has buckling, braids are deteriorated, no air or water is fed, angulation control knob has play, electrical connector has corrosion, the number of max cumulative uses is reached, a short in the switch cable, biopsy channel port is deformed, flexibility adjustment ring does not work due to wear, and water tightness is lost in the angulation control knobs due to damage. Olympus will continue to monitor field performance for this device.